Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation.the evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4). Note: at the time of the event the caregiver had two resmed devices. Unfortunetly the reporter was unable to confirm which device related to the reported failure. Both devices were returned to resmed for evaluation. Resmed medwatch 3007573469-2015-00668 ((B)(4)) references the same event. Both are undergoing an extensive evaluation and a follow-up report will be sent after the evaluation is completed.

Event description:
It was reported to resmed (B)(4) that an astral device stopped delivering therapy. It was reported that the device alarmed to warn the user about the stop in ventilation. The patient was placed on a back-up ventilator with no complications. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrences of ventilation stopped events. Further review of the logs found no evidence of system fault alarms that would potentially cause the ventilation to stop. Performance testing found no issues with the device and the device operated according to specification. Based on the available information, it is possible that the "ventilation stop" event was manually triggered by the user. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).